Event description:
It was reported that the pump battery was unresponsive. There was no information provided regarding the customer's blood glucose levels. No additional information was received regarding the outcome of the event.